Event description:
Procedure type: unknown. According to the reporter: during preparation for surgery, foreign material was found in the package. Not used for pt. Used other devices. No pt injury was reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.